Event description:
It was reported that upon opening the package, the package was allegedly missing the tunneler. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one hemostar hemodialysis catheter kit was returned for evaluation. The kit was returned opened and unsealed. The tunneler was not among the components returned. As the sample was returned opened and the original state of the package at the time of opening could not be confirmed, the investigation is inconclusive for the reported missing component. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Potential contributing factors include misplacement of kit components after package opening and improper kit packaging. Labeling review:a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that upon opening the package, the package was allegedly missing the tunneler. There was no reported patient contact.